Event description:
Customer sent a repair request reported with an issue of forceps got stuck inside the channel and cannot be removed. According to the report, the doctor is performing procedure while removing the device from patient , forceps got stuck inside the channel and cannot be removed. There was no patient harm or injury reported due to the event. No user injury reported. Additionally, device evaluation found foreign material on forceps elevator.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found forceps control lever dirty. The nozzle was found deformed. The channel tube was found damaged, forceps cannot be inserted smoothly and due to damage, the tube cleaning brush cannot be inserted. Furthermore, the following findings on the device were noted below: deformation of scope connector, watertighness is lost. Universal cord, s-connector, sc cover unit, switches, objective lens found with scratch. A-rubber discolored, right/left knob and grip dirty. Adhesive on a-rubber found detached. Due to wear of angle wire, bending angle in down/right direction does not meet the standard . Due to wear of angle wire, the play of u/d and r/l knobs is out of the standard value. Based on evaluations findings, deformed nozzle was observed and device channel was found damaged , this likely attributed to customer reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. However, the likely cause is due to the forceps became broken by excessive pulling of forceps causing the stent to get lodged in biopsy channel. Additionally, the cause of the clogged stent is undetermined as a non-olympus stent was used it is likely the user deviated from IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope: brushing around the forceps elevator and instrument channel outlet. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. For more information on combining the endoscope with endo-therapy accessories, refer to the ¿system chart¿ in the appendix and the instruction manuals of the accessories. Refer to the accessories¿ instruction manuals of the accessories for operating instructions. If the endo-therapy accessory cannot be withdrawn from the endoscope, close the endo-therapy accessory and/or retract it into its sheath, then carefully withdraw both the endoscope and the endo-therapy accessory together under endoscopic observation. Take care not to cause tissue trauma. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback. Please see updates to e1, e2, e3, g2 of the initial medwatch. Olympus will continue to monitor field performance for this device.